Event description:
It was reported that a pump needs an overhaul. There was no patient involvement or injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were both broken, and only the third-party seals were present. A non-original equipment manufacturer battery was identified, the top case corners were chipped and cracked with dried fluid found around the tubing guides. Fluid ingression was found on the back of the main board. Error code for maintenance was found in the ehl (event history log). The customer reported issue was confirmed that the returned device was in need of maintenance, the device has been mishandled or dropped resulting in physical damage. Root cause of the reported event is due to customer damage. Replaced the battery with an OEM (original equipment manufacturer) unit, replaced the cracked top case and contaminated main board, performed power up process, annual preventive maintenance, calibration and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 06/28/2013.